Event description:
It was reported that balloon rupture occurred. The 75% in-stent restenosis target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 10mm x 3.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for a short time. The device was removed from the patient's body without any problem. The procedure was completed with another of same device. No complications reported and patient was in good condition.